Event description:
The customer's blood glucose was unknown. It was reported that the customer was receiving no delivery alarms. Troubleshooting could not be done at the time of the call. The customer's mother stated that the alarm only occurred when the insertion site was at her stomach. Advised customer to call back when the alarm occurred in order to troubleshoot. Advised customer to do a complete set change as soon as possible. Advised that a replacement insulin pump would be sent per request from the customer's mother. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.